Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted concurrently with posterior repair and perineorrhaphy due to sui and symptomatic pelvic relaxation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and bard uretex sup pubourethral sling were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh revisions on (B)(6) 2012, (B)(6) 2012, and (B)(6) 2012 by dr. (B)(6) and on (B)(6) 2014 by dr. (B)(6).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dyspareunia, cystocele, rectocele, enterocele, urethrocele, stress urinary incontinence, and urinary frequency. No additional information was provided.